Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for gastric stimulation it was reported that since the patient device was replaced they have lost 50 lbs. Caller said the patient had the device adjusted in march and patient is nauseous and cannot hold anything down. Caller said the patient's general practitioner gave the patient medication for the nausea. Caller further said something is wrong with the device and that the patient was too weak to call. No further complications noted or anticipated.